Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused nasal discharge, sneezing, headaches, throat drainage, dry mouth, fatigue, burning eyes from winter 2018 through (B)(6) 2022. The patient has also alleged to be diagnosed with hodgkins lymphoma in (B)(6) 2021. The patient did receive medical intervention and reported to have been prescribed a nasal corticoid treatment.. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam became degraded and caused nasal discharge, sneezing, headaches, throat drainage, dry mouth, fatigue, burning eyes from winter 2018 through (B)(6) 2022. The patient has also alleged to be diagnosed with hodgkins lymphoma in (B)(6) 2021. The patient did receive medical intervention and reported to have been prescribed a nasal corticoid treatment. The device was returned to a third party for a further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was 1 error found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. The unit was scrapped.